Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that after removing the 2.25x20mm trek balloon dilatation catheter (bdc) from the dispenser hoop, the balloon was noted to have separated from the shaft of the bdc. Therefore, the bdc was no use in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon separation. However, possible factors that may contribute to a balloon separation may include, but not limited to, manufacturing damage, damage during sheath/stylet removal, and manipulation of the device during removal from the hoop. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis and limited information was provided. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from ¿yes¿ to ¿no¿.